Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received indicated that the reservoir did not burst, it was a long case, there was too much suction going on, positive pressure started built up in the reservoir in the suction line filter pushing the blood into the prime line.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, after approximately 550 minutes there was an unexpected burst from the reservoir side of oxygenator. The volume from the reservoir flowed backwards and couldn¿t maintain the cpb so they've replaced with ECMO. No known consequences or impact to the patient . Product was changed out. It is unknown if the procedure was completed successfully, or if there was a delay in the procedure or any blood loss related to the issue.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information). (Device manufacture date). (Identification of evaluation codes 3331, 4114, 3221, 67, 4315). Method code #1: 3331 - analysis of production records. Method code #2: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code #1: 67 - no problem detected. Conclusions code #2: 4315 - cause not established. The affected sample was not returned for evaluation. The reported information states that the event occurred at approximately 550 minutes (>9hours) into the surgery. This is significantly past the rated duration of 6 hours for a capiox unit as stated in the IFU. Without the returned sample a thorough investigation could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.